Event description:
Customer reported developing a blistering skin reaction, followed by persistent areas of uneven texture and erythema on the cheek after treatment with the tria hair removal laser. Customer used 1% silvadene creme.

Manufacturer narrative:
Customer was advised that device labeling indicated the device is not to be used on the male facial area due to greater hair density.